Event description:
In 2003, the pt reportedly experienced intermittency and sound percept problem while using the sound processor. A company rep recommended programming adjustment and testing of the external equipment. The center continued to monitor the pt. Three months later, the pt reportedly experienced intermittency and sound percept problem. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.